Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and was found to have uterine cancer ("uterine cancer"). The patient was treated with surgery (hysterectomy). At the time of the report, the hysterectomy and uterine cancer outcome was unknown. The reporter considered hysterectomy and uterine cancer to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s social media record: "hysterectomy and uterine cancer". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of hysterectomy ('hysterectomy'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and was found to have uterine cancer ("uterine cancer"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the hysterectomy and uterine cancer outcome was unknown. The reporter considered hysterectomy and uterine cancer to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media record: "hysterectomy and uterine cancer". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.